Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation is in progress. Results of the device evaluation, as well as the device history will be provided in a follow-up medwatch report. The may 2007 15-month occlusion balloon complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
An olbert occlusion balloon was used for therapeutic purposes. During the procedure, the physician was unable to deflate the balloon. The patient was then brought into CT room, where an attempt to deflate the balloon once again was unsuccessful. Finally, after the patient was transferred to the mrt room, the physician was able to deflate the balloon. The method by which the balloon was deflated is unknown. It should also be noted that, it was indicated "further medical intervention" was required. The nature of the intervention is also unknown. There were no further complications reported with this event.